Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing discovered loose connections on the atp board, which was beeping. After re-seating the loose connections and placing a cover on the system. Additionally the chargers and battery voltages were tested to be within specifications. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion, when the imaging system was brought into the surgical field. It began to beep and the pendant showed that the generator was not initializing. Initial troubleshooting was performed by unplugging the interface (umbilical) cable to check battery levels. Additionally, the imaging system was restarted, but this did not resolve the reported issue. Eventually the issue was resolved by reseating connections to the atp board on the system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.